Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 169 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer's call was dropped. Customer was called back. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had a cracked case near a display window corner, a cracked display window, a scratched reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads and a stained address and serial number label.